Manufacturer narrative:
H3, h6: the ri robotic drill attachment part number rob10015, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper handling. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a loose drill attachment retaing nut based on the investigation, no further containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The ri robotic drill attachment, part number rob10015, serial (B)(6) and used for treatment, was not returned for evaluation. The reported problem was visually confirmed, the drill attachment was stuck on the drill. However, it was due to a functional problem of the drill, not the drill attachment. A functional evaluation was performed where the drill attachment locked and unlocked from a known- good drill. It functioned as intended. The drill attachment was stuck due to a functional issue of the drill, not the drill attachment itself. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up and handling. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the calibration set up for a cori assisted surgery, the real intelligence robotic drill notified that it was almost time to service the drill but could still continue, however, when they hit continue, it would just quit out of case and not let them move forward. They went to admin screen to run a test on the handpiece and the bur would not even lock in to move through the test and the test kept failing. The ri robotic drill attachment was stuck on the real intelligence robotic drill after they tried calibrating. The procedure was completed, without delay, by changing in surgical technique.